Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to micro switches issue. A field service engineer replaced the micro switches on the latch, adjusted, and reattached the door hasp on the refrigerator to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system remote manager's fridge door was not opening. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.